Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot r0708512 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. Seven units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Balloon burst, inflation/deflation and leakage tests performed during mfg process were found to pass. No excursions were found for lot r0708512. No nonconformance records were issued for this lot. With the info available and without the product available for analysis, the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specs. It is difficult to draw a clinical conclusion between the device and the event based on the limited info available. However, there are possible vessel characteristics, specifically the heavy calcification that may have contributed to the event.

Event description:
Pta: the target lesion was lower limb (side unk). There was heavy calcification and vessel tortuosity, the rate of stenosis is unk. Savvy balloon catheter (435-204x, r0708512, complaint product) was delivered for dilatation. However, leakage of contrast media was observed from the balloon during the initial inflation using indeflator (details unk). The savvy was removed from the pt body. Another product (competitor's product, other details unk) was used and the procedure was completed without any other problem. According to the physician, the balloon might have got damaged when crossing the heavily calcified target lesion. There was no adverse event and the pt is in stable condition.